Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for cosmetic damage. The customer¿s blood glucose was unknown at the time of the incident. Customer reported the plastic ring on the reservoir compartment is broken. Customer reported insulin pump had cracked a little bit this morning. Caught in her shirt and it got ripped. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement test due to completely broken reservoir tube lip.